Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that pain was experienced at the implantable cardiac monitor (icm) site which was sub-mammary. The icm was replaced. No further patient complications have been reported as a result of this event.